Event description:
It was reported that when using the bd pyxis¿ es server patient and orders were not crossing over on multiple stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing over to multiple stations. A technical support specialist dialed into the server and executed a downtime query in structured query language (sql), confirming that the carefusion coordination engine (cce) time was not in synchronization with the server time and identifying an approximate one-hour delay, verified that the disconnected flag was set to 0, restarted database synchronization service 1.0, external messaging, maintenance, and job scheduler services, logged into health sight viewer (hsv) and observed no patient or order delays, accessed patient encounter system (pes) and confirmed that patient details were populating while orders were not, restarted all services again, including net services and inbound messaging, verified messaging status and confirmed that messages were current, rechecked the provided patient and order details and confirmed that both patients and orders were populating correctly. The system functioned as intended after the technical support specialist troubleshot the device.